Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed. A field service engineer identified that poor installation caused the remote to fall off. The remote was removed and reinstalled correctly. Srm functionality was verified and confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager had been falling off the refrigerator and needed to be reattached, and it was on a controlled substance medication refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.